Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: alled by biomed at adventhealth kissimmee about a c1 alarming while plugged in. Vent sitting in rt storage. No patient involvement.